Event description:
It was reported that during dialysis, the pt died from a blood leak at the connection between the venous catheter and the blood circuit. Thirty mins after starting dialysis, the machine alarmed. The pt was checked and they found the loss of a large amount of blood. "Hospital does not think it occurred by schon defect."

Manufacturer narrative:
An investigation has been initiated. Additional info regarding the event, patient, and device has been requested. The return of the device for evaluation has also been requested. When the investigation is complete, a final report will be submitted.